Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/01/2024, it was reported by a sales representative via (B)(4) that (qty. 3) of an ar-9831 apollorf i90, aspirating ablator, 90° had the front of the tip of the wand started to come off/burn off (see photo attachment). The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 10/07/2024: the failure happened in two cases, with (qty. 2) of ar-9831 devices on 09/30/2024 in one case and the (qty. 1) of an ar-9831 occurring on 10/01/2024. The photo attachment provided was from the case on 10/01/2024, and no photos were taken from the (qty. 2) ar-9831 from the 09/30/2024 case, but they looked exactly like the photo attachment provided. Additional information was requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation of a bent tip is confirmed. The complaint allegation of burning is not confirmed. Photographic evidence provided from the field of an unpackaged ar-9831, with batch number 15274777, revealed a damaged/bent probe tip. Therefore, arthrex was able to deduce the cause of the complaint as a design issue.